Event description:
It was reported that the customer was hospitalized due to high blood glucose of 404 mg/dl. Troubleshooting was performed. The time and date on the insulin pump were correct. It was stated the bolus history did not show any boluses for the day of the event. Ran a fixed prime and high pressure test and they passed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.